Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while at a routine visit the patient experienced a -jolt- and violent spasm when the nurse was taking the pt's blood pressure. It is believed that there may be a malfunction with the pulse generator.